Manufacturer narrative:
Only the pusher was returned for evaluation. Inspection of the pusher found it to be a v-trak advanced pusher; this conflicts with the product details provided in the complaint description that stated the complaint device is a v-trak regular pusher. Without the return and physical evaluation of the device described in the complaint, the investigation is unable to determine the cause. Email correspondence received from the distributor on july 15th stated that it is possible the wrong device was placed in the original packaging of the actual device.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently ongoing. The instructions for use (IFU) identifies premature coil detachment and difficult or delayed coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil implant did not detach with a detachment controller. The implant unexpectedly detached upon retraction into the microcatheter. The implant was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention.